Manufacturer narrative:
The involved reciproc r25 8/100 31mm 025 is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). The maillefer batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and we monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. According to the dentist, tooth will be extracted but the breakage would not be the reason for the extraction. The outcome of the event is unknown as of this MDR evaluation.